Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method, failure to follow steps/instructions. Evaluation of the returned device found a fully deployed thumb advancer, a fully slit sheath, and a misaligned tubeset with the clip visible at the distal end. The vessel locator wings were open and bent. The user reported difficulty cutting the sheath to initiate sheath splitting; however, inspection of the returned device did not reveal anything that could contribute to difficulty initiating the sheath split. Internal inspection noted that movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. It was additionally reported that the device was difficult to remove from the patients anatomy. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. Subsequently, and although this was not reported, the device would be difficult to remove. Forcibly pulling out the device while the wings were open would damage the wings as observed. There was no indication that the access port retraction feature and the safety release had been utilized to facilitate device removal. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, there was difficulty cutting the sheath to initiate sheath splitting. With force the thumb advancer was advanced and the sheath was split. The deployment button was pressed, but the clip did not deploy. The device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.